Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Based on the information available and the testing conducted, the malfunction was determined to be caused by a failure of the AED main unit's high voltage element. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The AED main unit required repair and replacement due to its high voltage component, and the battery was also replaced due to exhaustion. Following the repairs and replacements, the device successfully passed a final check with no further problems. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.